Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level is 120 mg/dl. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and battery cap contact. The insulin pump has minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked battery tube threads, broken pump belt clip slot and missing end cap sticker. No damage inside pump noted.